Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: on investigation, the display screen remained blank when the pump powered on. Complete testing of the pump was not possible due to the blank display screen. The pump was opened for investigation revealing moisture corrosion on display connector, the display flex cable and on the printed circuit board. There was no moisture found in the battery compartment. Investigation duplicated the alleged blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.